Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade to be dislodged. Visual inspection showed blade was dislodged which measured 0.09 from the blade garage. There was no damage to the conductor wire. The wrist cable was not broken and there were no debris at the instrument tip. Failure analysis investigation also found the instrument's snake wrist to be dislodged. The seal and cut function was impossible to test due to dislodged snake wrist. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snakewrist found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, an alarm prompted blade remained engaged casing robotic. The vessel sealer instrument was removed and a new one was used. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.